Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image failure and cable malfunction. A definitive root cause for the could not be identified. Based on the results of the investigation the leak was likely caused by component failure. The most likely cause of there being no image. Regarding the events found by olympus, it is likely the following led to the malfunctions: image failure due to cable malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that air bubbles came out from the seal of camera head during immersion. The issue occurred during reprocessing. There were no reports of patient involvement.